Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was clogged. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Event description: needle blocked.